Event description:
It was reported that the patient experienced arrhythmia and presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited under-sensing and pacemaker mediated tachycardia (pmt). Additionally, the right ventricular (rv) lead also showed under-sensing. No intervention was performed. Patient condition was unknown.